Event description:
The physician attempted to implant a resolute integrity over the wire (otw) drug eluting stent. Stent deformation occurred during the procedure due to calcium in the vessel. Another integrity otw stent was successfully implanted.

Manufacturer narrative:
Evaluation: results: failure to deliver stent and stent deformation; calcium in vessel. Conclusion: device failure/lack of effectiveness related to patient condition device -calcium in vessel. (B)(4).